Manufacturer narrative:
The insulin pump had no cosmetic damage.

Event description:
The customer reported via phone call that they experienced high blood glucose that was running from 300 mg/dl to 500 mg/dl after setting change. The insulin pump was replaced and was returned for analysis.